Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the device was interrogated in the warehouse. The pacemaker failed to interrogate. No patient was involved in this case.